Event description:
It was reported that an ilet pump became unresponsive, preventing the user from unlocking the device, and the issue recurred after initially resolving. Symptoms included an unresponsive touchscreen and failure to wake despite attempted charging and wake-button actions. Outcomes included replacement of the device and user education on shutting down the device, syncing data, and continued cgm use. Investigation included remote troubleshooting, review of user-submitted photo/video evidence, and logistics review for replacement. Investigation of this device was confirmed and revealed a nonresponsive sleep/wake function consistent with a hardware malfunction of the user interface/display controls. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the hardware sleep/wake interface.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.